Event description:
The customer reported that oil was leaking from the system's x-ray tube. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.